Event description:
Procedure scheduled right ureterascopic stone extraction with "ehl". Physician inflated balloon with 4 1/2 cc contrast. Balloon ruptured. Defective balloon dilating catheter ruptured extravasation. Inserted right ureteral stent-good position. Balloon did bring stone out. Removal of stent planned in 2 weeks at next physician office visit. Remove in physician office at that time.